Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the ventilator was not working, alarm flow sensor failure, the user had to stop the case. No injury reported.

Manufacturer narrative:
The logfile was provided for the investigation. The flow sensor cable of the n2o sensor and the control pcb were replaced. The control pcb was tested in the laboratory but did not show any deviations. However, according to the logfile analysis it was possible to confirm the descriped event. It indicates that an error occured at the non-volatile ram (nvram), where calibration data are stored. Without access to this data the device can't perform automatic ventilation. This would be detected and alarmed during the pre-use check. Manual ventilation is still possible in this case. The also replaced flow sensor cable was not available for the investigation. The n2o sensor is located in front of the fresh gas tube. A malfunction of the n2o sensor has no effect on ventilation and is obvious to the user. After replacing the flow sensor cable and the control pcb the unit was calibrated and tested according to manufacturer specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator was not working, alarm flow sensor failure, the user had to stop the case. No injury reported.

Manufacturer narrative:
The investigation was just started, the results will be provided in a follow-up report.

Event description:
It was reported that the ventilator was not working, alarm flow sensor failure, the user had to stop the case. No injury reported.